Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The customer had not replaced the water tank on their atellica ch 930 analyzer in over two weeks. The resistivity on the water filtration system was 0 ohms prior to having the tanks replaced. The customer replaced the laboratory's water filtration tanks, after which the resistivity became 10 ohms. A siemens customer service engineer (cse) was dispatched to the customer site to flush out the atellica ch 930 analyzer's water reservoir due to the low resistivity of the water currently inside the analyzer. During the visit, the cse emptied and drained the water bottle and primed all water lines, and performed a total service visit (tsv). Quality controls and reagent calibrations recovered within range once the external water source was addressed. The event was caused by a water related issue. The analyzer is performing according to specifications. No further evaluation of this device is required. The customer reported that 200 discordant results were obtained across three atellica ch 930 analyzers. MDR 2432235-2020-00401 was filed for the discordant results obtained on this atellica ch 930 analyzer on (B)(6) 2020. Mdrs 2432235-2020-00403, 2432235-2020-00404, 2432235-2020-00405, 2432235-2020-00406, and 2432235-2020-00407 were filed for the discordant results obtained on other atellica ch 930 analyzers.

Event description:
Multiple discordant, falsely elevated carbon dioxide concentrated (co2_c) results were obtained over the course of two days ((B)(6) 2020 through (B)(6) 2020) on an atellica ch 930 analyzer (serial number: (B)(4). The discordant results were not reported to the physician(s). The same samples were repeated for co2_c, and the repeat results were reported, as the correct results, to the physician(s). There was also a delay in patient testing for co2_c due to this issue as no patient results have been released since issue started on(B)(6) 2020. There are no reports of patient intervention or adverse health consequences due to the discordant co2_c results or the delay in patient testing.